Manufacturer narrative:
On 1/14/2016 a medela clinician followed up with the customer at which time she stated that she had been putting baby to breast and experienced sore nipples prior to developing mastitis. She also stated that she had mastitis twice and both times it occurred after a busy day and her baby slept for a six hour duration. The customer took augmentin for treatment of the mastitis. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis the product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. (B)(6).

Event description:
The customer reported to customer service on 01/06/16, that her freestyle breast pump had a milk backup and she was unable to pump. She also reported that she was diagnosed with mastitis by her doctor and was treated with antibiotics.